Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and expired the same day. This is alleged to have been caused by the product administered for dialysis treatment.

Manufacturer narrative:
(B)(4). Additional information has been requested and will be submitted upon receipt accordingly.